Event description:
The reporter stated that they did meter to hcp meter comparison tests, with results of 60 and 137 mg/dl, respectively. The tests were done comparing their meter to the their va doctor's meter (type unknown). Reporter did not have any symptoms. Control solution test was in range, 133 (94-141). The reporter stated that they clean their meter properly. No harm was alleged. Follow-up attempts to contact the reporter for further infomation have not been succeessful.